Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of over 600 mg/dl and current blood glucose value was 420 mg/dl. Customer's other blood glucose value was 492 mg/dl. The customer experienced symptoms such as nausea and dry mouth. The customer was treated with manual injection and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event.¿ the customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.